Manufacturer narrative:
A visual evaluation of the returned device revealed the guide catheter was broken into three pieces. The proximal piece was stretched, broken and stuck on a guidewire. The distal portion was separated from the proximal piece and was stretched close to proximal end. The guidewire could not be removed from the broken guide catheter. There was no visible damage observed on the guidewire and was not a likely contributing factor to this complaint. The suture hole was found slightly torn. The tuohy borst cap, stent and suture were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the common bile duct of a patient performed on (B)(6) 2010 (patient age, sex, and weight are unknown). According to the complainant, when the physician deployed the stent, the guide catheter stretched and broke. The guide catheter remained within the push catheter allowing the device to be removed in one piece. It was determined that the stent position was incorrect and was removed from the patient. The procedure was completed with another flexima biliary stent system of a different size. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
Patient age is unknown, but has been reported as over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - therapy/non-surgical treatment, additional. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the common bile duct of a patient performed on (B)(6) 2010 (patient age, sex, and weight are unknown). According to the complainant, when the physician deployed the stent, the guide catheter stretched and broke. The guide catheter remained within the push catheter allowing the device to be removed in one piece. It was determined that the stent position was incorrect and was removed from the patient. The procedure was completed with another flexima biliary stent system of a different size. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.